Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the third party service center, a failure of the device to charge its internal battery is observed. The device's internal battery was replaced to address the issue.